Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that this neurostimulator had eroded through the skin. It was noted that the physician plans to replace the device on the opposite side of the patient. Additional information noted that the physician suspected infection. The ipg and the lead were removed and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this neurostimulator had eroded through the skin. It was noted that the physician plans to replace the device on the opposite side of the patient. Additional information noted that the physician suspected infection. The ipg and the lead were removed and replaced. There were no additional patient complications reported.